Manufacturer narrative:
Na

Event description:
Patient presented to the clinic after receiving inappropriate shocks. X-ray showed possible rib clavicle crush. Noise was reproducible. The lead was capped.